Manufacturer narrative:
(B)(4).

Event description:
Information was received from the (B)(6) male patient receiving unknown intrathecal medication, concentration, and rate (was asked; unknown) via an implantable infusion pump. The indication for use of the device was for spinal pain. The concomitant medications and patient history were not reported. It was reported that in 2015, the pump was set too high. The patient could not drive, was high, and looped. The health care provider (hcp) had reduced the pump, but then the medication was reduced too low. They were still trying to adjust the medication, thus the situation was being addressed by the hcp. The medication, patient history, concomitant medication, and if the pump setting issues had resolved remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.